Manufacturer narrative:
Two samples and six photos were returned for an investigation. The six photos showed that there was a rip detected on the cuff. The two samples were visual inspected and functionally tested. The samples were inspected at 12" to 16" and normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to pilot balloon to detect leaks. Rips were detected in the cuff of the two samples and a leakage was detected; the complaint was confirmed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. There is no corrective actions required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use. A DHR review could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Other, other text: h6: health impact, event methods, evaluation, and conclusion codes: updated. Two samples and six photos were returned for an investigation. The six photos showed that there was a rip detected on the cuff. The two samples were visual inspected and functionally tested. The samples were inspected at 12" to 16" and normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to pilot balloon to detect leaks. Rips were detected in the cuff of the two samples and a leakage was detected; the complaint was confirmed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. There is no corrective actions required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use. A DHR review could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
One patient, two product malfunctions. Patient (B)(4) and (B)(4) are the same patient. First malfunction reported under manufacturing report number: (B)(4). Lot number and expiration date, device manufacture date are unknown, no product information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that immediately after the customer intubated the product into the patient, leakage of air from it was observed, and two (2) products were unable to be used properly due to the leakage. The third one worked well. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. No patient injury was reported.